Event description:
The suspect device result was 256 mg/dl. The user dosed insulin and their spouse said pt didn't look well and spouse called 911. Pt was taken to the hosp and went into a coma for nine days. Spouse did not know what treatment was given to pt. Controls were not used. The device was replaced and requested to be returned for eval.